Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensors had a very short electrode. They also reported that the sensors did not work. The customer's blood glucose level was unknown. A box of new sensors will be sent to them. The product will not return for analysis.